Event description:
Customer reporting that a patient arrested after initialization of treatment. Customer was removed from machine and stabilized and sent to hospital. Two days later, customer was set to do treatment again and upon initialization, arrested again. No further information on patient status.